Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reverted into safety mode. The field representative wondered why the device data looked normal on the transmission. Technical services (ts) reviewed the device data and confirmed the device entered safety mode. Device replacement was recommended. Subsequently, this device was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.